Event description:
The facility reports while raising the chair out of the bath, the carer turned to pick up towels. The patient raised the right hand chair arm and toppled off the seat, falling head first between the bath and the outside wall. The patient was detained by the a&e department for observation. The patient has now returned to the facility, but states that pt was still feeling stiff and sore.